Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchofibervideoscope exhibited had a fuzzy image. Event took place during a bronch procedure. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.